Event description:
Procedure cystoscopy, left retrograde pyelogram, insertion of 6 french by 24 cm percuflex double-pigtail stent. Axxcess catheter found to be broken off end after withdrawn from pt. FDA safety report ID# (B)(4).